Manufacturer narrative:
The getinge field service engineer (fse) checked the unit and found flickering on display. So, in order to fix the issue, the fse replaced video receiver board (0670-00-0736) and cable (0012-00-1747) and the problem was solved. Ran and passed all performance and function tests. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit display was flickering. There was no patient involvement.